Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. The phacoemulsification handpiece was not returned for investigation. Specific to the serial number, the information was not provided for review and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).